Manufacturer narrative:
Correction information g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result additional information h4:device manufacture date evaluation summary the defect is aux lamp is on which happened before procedure the repair engineer inspected and repaired the processor by lamp and lamp power supply unit.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model epk-3000-us is available in the USA with a 510k number k172156.

Event description:
Before the procedure, the user started to check epk-3000 (B)(4) and found the main lamp can not be lighted. This event occurred at the time of before use. There was no report of patient harm.